Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20452. It was reported the patient experienced irritation and redness due to pocket heating at the scs ipg site while charging. It was also reported the patient's ipg became inoperable due to not charging it for a while. The patient is unable to establish communication between his ipg and the external devices. Surgical intervention will be taken at a later date to address the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients.  An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-05242011-002-r, 1627487-12192011-003-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.